Manufacturer narrative:
Carestream health (csh) has investigated this issue. The investigation determined that this is a hardware issue (dap cable stability issue). The logs indicated a loose/unstable connection of the dap unit. When this occurs (dap cable disconnected), imageview software cannot recover the dap value even after the link is restored. As a result, the dap that is physically shooted is missing from the images. It was confirmed that: the right techniques were shooted and available to the user (kvp, mas, ma and ms data), this does not affect the quality of the image as the right dap is being shooted, there were no over-exposures/re-exposures as the right dap is being shooted, the system is currently in use and the system has been monitored and there have been no re-occurrences. Users have visibility to techniques on the user interface; it is expected that a skilled and trained radiological health care professional verifies all techniques prior to every exposure. If the issue were to re-occur, it may require a repeat image/re-exposure. A re-exposure will not lead to a serious injury. There are no further actions to be taken by carestream health related to this issue. Carestream has completed this investigation.

Event description:
On 15-dec-2025, carestream health (csh) was informed of an incident related to the drx-compass system that occurred on 28-nov-2025. No injuries were reported.